Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an open wound at the ipg pocket site. It was also mentioned that the patient needs better coverage. The patient underwent an unknown procedure wherein the open wound was stapled. The patient was doing well postoperatively.